Manufacturer narrative:
D10 - concomitant medical products and therapy dates - please see b5 for concomitant devices used on 29 dec 2014. Procedure/medical information review - medical operative report review: a detailed medical review of referenced post market operative report data dated 12/29/2014 was performed on july 14, 2025. Data reviewed indicates that as reported thru the lvis pas clinical study, an incomplete opening of the lvis device proximal to the aneurysm occurred on index procedure date (B)(6) 2024. Data reviewed indicates that kinking of the mid-section of the stent and partial incomplete expansion of the proximal portion of the lvis stent occurred despite performance of multiple repositioning and dynamic push-pull techniques where performed occurred with preservation of blood flow reported. During the last attempted deployment of the lvis stent, data reviewed indicates that the stent deployed with its proximal portion incompletely expanded. Medical review of the operative report data indicates reported successful intraoperative deployment of the lvis stent with mediated coil embolization of the right ica aneurysm complicated by kinking of the stent with reported preservation of flow distal. Postoperatively the patient was reported to be neurological intact with no deficits. Medical review of the operative report data does not indicate the circumstances as to why the lvis stent encountered incomplete opening. Based on a review of the data and in my professional opinion, during the intraoperative performance of implantation of the lvis stent device, incomplete opening of the lvis device proximal to the aneurysm was reported. The relationship of this event to the lvis device cannot be ruled out. Investigation findings: based on a review of the device¿s risk documentation, the reported event did not indicate there was the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): potential complications possible complications include but are not limited to the following: ¿ hematoma at the puncture site ¿ perforation or dissection of the vessel(s) ¿ intravascular spasm ¿ hemorrhaging ¿ rupture or perforation of aneurysm ¿ coil herniation ¿ device migration ¿ neurologic insufficiencies including stroke and death ¿ ischemia ¿ vascular occlusion ¿ vessel stenosis ¿ incomplete aneurysm occlusion ¿ pseudoaneurysm formation ¿ distal embolization ¿ headache ¿ infection ¿ reaction to contrast agents including severe allergic reactions and renal failure warnings should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and lvis device should be removed as a single unit. Applying excessive force during delivery or retrieval of the lvis device can potentially result in loss or damage to the device and delivery components. It is imperative to use the lvis device with compatible microcatheters or occlusion balloons. If repeated friction is encountered during lvis device delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile flush solution. Do not reposition the lvis device in the parent vessel without fully retrieving the device. The lvis device must be retrieved into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Precautions exercise caution when crossing the deployed/detached lvis device with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use 15. Advance the delivery wire to transfer the lvis device from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the lvis device. A torque device should not be used. 16. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during lvis device delivery or manipulation, withdraw the unit and select a new lvis device. 18. Position the lvis device for deployment by aligning the lvis implant distal radiopaque end markers approximately 7 mm past the aneurysm neck. [Figure 6] note: a proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, will facilitate properly deploying the lvis device to achieve full expansion and good vessel apposition. Note: slowly advancing the lvis device while adjusting the microcatheter position will ensure accurate deployment. Maintain simultaneous control of the lvis device and microcatheter in order to position and expand the device at the proper location. Caution: using a rapid microcatheter withdrawal technique to deploy the lvis device is not recommended and may result in device elongation. 19. If lvis device positioning is not satisfactory, the lvis device may be recaptured and repositioned if it is not fully deployed. The lvis device may be recaptured until the point where the proximal end of the lvis device markers is aligned 3 mm proximally with the microcatheter distal marker band (approximately 75% deployed). [Figure 7] caution: if resistance is felt while recapturing the lvis device, do not continue to recapture the device. Withdraw the microcatheter slightly to unsheath the lvis device (without exceeding the recapture limit), and then attempt to recapture the lvis device. Caution: the lvis device must not be re-deployed more than three times. Note: the lvis device delivery wire should not be utilized as a guidewire. Do not torque the lvis device. A torque device should not be used. 20. If lvis device positioning is satisfactory, carefully retract the microcatheter and advance the delivery wire together, to allow the lvis device to deploy across the neck of the aneurysm. Ensure the device proximal radiopaque end markers are approximately 7 mm proximal to the aneurysm neck to ensure an adequate landing zone. The lvis device will expand and total length may foreshorten up to 55% from its undeployed length (refer to table 1) as it exits the microcatheter. Ensure microcatheter is retracted and clear from the proximal flared ends. Note: visualize and refer to the implant radiopaque end markers to maintain adequate implant length, approximately 7 mm on each side of the aneurysm neck or target location to ensure appropriate neck coverage. [Figure 8] warning: do not detach the lvis device if it is not properly positioned in the parent vessel. Observe the delivery wire distal tip to assure it remains within the desired location of the parent vessel. 21. Prior to removing the delivery wire and if necessary, carefully position the microcatheter distal to the lvis device to maintain access through the lvis device. Remove and discard the delivery wire. Warning: the lvis device delivery wire should not be utilized as a guidewire. Do not torque the lvis device. A torque device should not be used. 23. Use the guidewire and microcatheter to access the aneurysm through the lvis device cells. Warning: observe lvis device marker position during placement of the microcatheter into the aneurysm to ensure that the lvis device does not migrate or dislodge from its deployed position. 24. After the microcatheter is positioned within the aneurysm, detachable coils may be delivered into the aneurysm according to conventional methods. Warning: observe lvis device marker position during the coiling procedure to ensure that the device does not migrate from its deployed position. 25. After placing the last coil, verify that the lvis device has remained patent and properly positioned. Advance a guidewire to the microcatheter tip and carefully remove the microcatheter through the lvis device cells. Note: a microcatheter may be positioned into the aneurysm sac prior to delivery of the lvis device. The microcatheter will be supported by the lvis device during delivery of embolic coiling. After completing the coiling, the microcatheter should be carefully removed to avoid dislodging the lvis device. 27. Caution: carefully watch the lvis device distal and proximal markers when passing through the deployed lvis device with embolic coiling microcatheters to avoid displacing the lvis device. Investigation conclusion a medical review of the provided operative report data was performed. Based on a review of available data, the reported lvis stent was deployed with its proximal portion incompletely expanded. Postoperatively, the patient was reported to be neurologically intact with no deficits. Medical review of the operative report data did not indicate the circumstances as to why the lvis stent encountered incomplete opening; however, the relationship of this event to the lvis device cannot be ruled out. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.

Event description:
As reported through the clinical study lvis pas: date of malfunction/deficiency: (B)(6) 2014. Type of device malfunction/deficiency: incomplete open of the lvis device proximal to the aneurysm. Description: as the stent was deployed, it was noted that the proximal portion of the stent was not completely expanding despite multiple repositioning and dynamic push-pull technique. Kinking of the stent. Could this technical event have led to a serious adverse device effect (sade): yes. Was the technical event associated with an ae?: no. Stent-angioplasty was planned to re-open incompletely expanded proximal portion of the patient's stent. Angiography and 30 rotational angiography revealed the interim development of a filling defect consistent with an acute thrombus. To provide prophylaxis against thrombosis formation at the site of stent kinking, the patient will be maintained overnight on a 2mg of integrilin slowly infused, and an integrilin drip was commenced at 1 microgram/kg/min to prevent thrombi formation. On (B)(6) 2014 the lntegrllln was discontinued. Repeat MRI / a on (B)(6) 2015 showed stent mediated coil embolization of right ica aneurysm, the proximal portion of the stent was again noted to have incomplete wall apposition, a small focus of residual flow at the base of the aneurysm coil pack was also again seen. Information received via medical notes indicates: as the stent was deployed, it was noted that the proximal portion of the stent was not completely expanding despite multiple repositioning and dynamic push-pull technique. During the last attempt, the stent deployed with its proximal portion incompletely expanded. The proximal end of the stent was seen to lie in the just prior to the anterior ascending curve of the vessel, and then taper to an incomplete expansion along the proximal 6mm of its course. Beyond the area of this area focal kink, the stent opened up completely with good wall apposition for the rest of its course. Initial attempts made at re-accessing the stenotic portions of the stent were unsuccessful. It was decided to proceed with the planned coil embolization and attempt to re-open the stent after the aneurysm had been secured. At this point, the previously jailed sl-10 microcatheter was utilized to deploy a series of coils into the aneurysm until it no longer had the capacity to accommodate more coils. The sl-10 microcatheter was removed without complication. At this point, numerous attempts were made to re-access the incompletely expanded proximal portion of the patient's stent with the goal of stent-angioplasty to re-open it. Angiography and 30 rotational angiography revealed the interim development of a filling defect consistent with an acute thrombus. 2mg of integrilin were slowly infused under constant radiographic guidance to ensure no thrombi had formed at the level of stenosis, and an integrilin drip was commenced at 1 microgram/kg/minute to prevent thrombi formation. Follow-up angiography showed resolution of the filling defect. Due to the tortuous nature of the parent vessel making the task profoundly technically difficult. And the tight stenosis proximally, attempts to enter the central lumen of the stent with a microwire were unsuccessful. Next an alligator device was used to grab the proximal portion of the stent to attempt to withdraw it and force it to expand proximally, however, these attempts had limited success. Selective runs of the right internal carotid artery revealed unchanged perfusion patterns distal to the site of stent-stenosis, and it was decided to cease further attempts at stent angioplasty to prevent damage to the parent vessel. Post procedure results: -examination of the right common carotid artery showed normal anatomy with no evidence of stenos is or dissection. -examination of the right internal carotid artery showed no evidence of arteriovenous shunting and no evidence or intracranial stenosis. Again, visualized was the patient's irregularly shaped multilobulated aneurysm with a neck measuring 4.9 mm is occurring in the communicating segment of the right internal carotid artery. The maximal height of the aneurysm is measured at 9. 7 mm. The maximal width of the aneurysm is measured al 5.4mm. The aneurysm appeared to be partially calcified or thrombosed. -post lvis stent-mediated coil embolization indicated a successful embolization of the patient's aneurysm, with no evidence of residual blood flow. The distal end of the stent is seen just distal to the origin of the patient's anterior choroidal artery, and 6 mm proximal to the ica bifurcation. The proximal end of the stent is positioned just proximal to the anterior ascending curve of the vessel, and tapers to a segment of incomplete expansion 6mm along its course. After this area of focal kink, the stent opens up completely with good wall apposition for the rest of its course. Flow patterns distal to the site of stent placement are unchanged in comparison with pre-embolization injections, and the patient's ophthalmic artery fills briskly. Impression; successful lvis stent mediated coil embolization of right ica aneurysm complicated by kinking of stent causing with preservation of flow distal to this. Upon awakening, the patient was noted to be neurologically intact, with no new deficits. Other devices used included: headway 21 catheter; 4f berestein ii catheter; long taper terumo guidewire 6f sheath; sl-10 catheter; synchro standard microwire; 0.035 inch bentson wire; multiple target 360 soft coils. It is noted that as of the (B)(6) 2018 follow-up visit, there was no ae reported. The patient study exit date was (B)(6) 2020.

Manufacturer narrative:
Additional information was received. The additional information does not have any impact on the investigative data submitted on earlier reports. The h6 codes and h11 investigation results and all other data stand as previously submitted.

Event description:
Additional information / adjudication findings received indicate: ae name: thrombus. Event description: during index procedure filling defect consistent with an acute thrombus, resolved with integrilin infusion. Relatedness of thrombus is now noted as study procedure-related, study device-related. Date of index procedure: on (B)(6) 2014. Is the event a serious adverse event? No. Outcome: resolved without sequelae. Does the event meet criteria for an unanticipated adverse device effect? No.